Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens in the right eye using the ez-28 delivery device. After the lens was inserted into the eye, the surgeon observed that the lens was torn. Intervention was performed in order to enlarge the incision and remove and replace the damaged iol. A second li61se intraocular lens was implanted successfully. Reference: MDR #1119279-2010-00050.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The damaged lens has been returned to b&l and was subjected to visual inspection. Evaluation results revealed that the lens was torn in half and both haptics were bent. The iol damage is consistent with lenses that have been removed from the eye.